Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect - clinical code e1203 feeding problem.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient noticed that the sensor had been inaccurate twice, but did not recall the exact values or message displayed. Her insulet omnipod pump infused too much insulin. She was in the kitchen and noticed the cgm values decreasing on the dexcom app. After self-treating by eating carbs (60 gram), she lost consciousness and had a seizure. She did not have time to check her bg with a glucometer prior to the loss of consciousness. Her spouse called emergency medical services (ems) and she was transported to the emergency room via ambulance. At the time of arrival, she was partially conscious and her bg level increased. Diagnostic testing was completed (ketones, blood work (including cbc), and ECG. During the 10-hour stay, although she received insulin for diabetes management, she was not treated with other medication as a result of the event, and she was discharged home in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.